Manufacturer narrative:
Investigation summary: three photos and 1 physical sample of 1ml ll syringe were received for evaluation. The syringe had signs of contamination and manipulation as there was unknown residue clearly visible in the fluid path and around the tip and inside the luer collar. Therefore visual evaluation was limited. The tip appeared to have slight damage visible in the form of small scratch marks near the top of the inside of the tip. The photos showed a piece of vertical flash attached close to the inside of the tip, but no damage could be seen. The size of the flash could not be determined from the photos. Since the sample has been manipulated, the flash was not present in the returned sample and the scratch marks not observed in the photos, it is not possible to determine the potential root cause of the flash observed at this time. It is possible it could be associated with the manufacturing process, such as molding or assembly, however a physical not manipulated sample is required for evaluation and investigation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions are necessary due to root cause not having been determined.

Event description:
It was reported that bd luer-lok¿ disposable syringe had foreign matter inside the tip of the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe had foreign matter inside the tip of the syringe. No serious injury or medical intervention was reported.